Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the polaris spectra system control unit (scu), the positioning sensor unit (psu), cable, and surgeon lcd. The system then passed the system checkout and was found to be fully functional. The scu, psu, and lcd was returned to the manufacturer for analysis. Analysis found that the replacement cable has been returned unused, but had been used for troubleshooting. The replacement psu had been returned essentially unused, but had been removed from the package and used for troubleshooting. The psu passed all rpi testing and was returned to service inventory. The returned scu was found to be fully functional when connected to a known good system. The scu tracked for all ports without issue. A check of the event log did not reveal any adverse events. Analysis could not find the cause of the issue.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that half of the tool cards had red x's on them and wouldn't track. Site had used these tool cards previously for this type of case without issue. A representative replaced the internal positioning sensor unit (psu) to polaris spectra system control unit (scu) cable, but that did not resolve the issue.they then checked the ndi set up and found it to be successful. A following soft reset of software failed to resolve the issue. There was no patient present when this issue was observed. Four days later the representative reported that the cable change had not resolved the issue and requested that replacement psu and scu units be shipped to the site for replacement.